Manufacturer narrative:
Device 2 of 2 - reference 3005462046-2008-00007. In 2008, angioscore was notified of the events with no indication of the severity or that either were related to the study device. On the following month, angioscore rec'd updated info indicating that both events were "moderate" in severity and "possibly device related".

Event description:
In 2008, the pt presented with complaints of chest pain, shortness of breath and nausea to his primary care provider. Blood work was drawn, which demonstrated abnormal cardiac markers. His EKG demonstrated a sinus rhythm and possible anterolateral wall ischemia. On two days later, the pt had an angiosculpt intervention. At the start of the intervention second to sedation, the pt experienced respiratory failure and was intubated. The sub-I used a 2.5 mm angioscore device to treat the main branch which was a 3.5 mm vessel. The side branch was treated using a 2.0 mm angioscore device. On two days later, post intervention the pt experienced "myocardial infarction" (mi) and total occlusion of the treated coronary artery. The pt remained hospitalized for observation. Both events resolved on the next day.